Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, after firing the reload and opening the jaws, the reload would not straighten out while being applied to the antrum of the stomach. The surgeon stated that they fired the stapler while it was articulated. She removed the adaptor and trocar out of the patient at the same time-the reload was still attached to the adaptor and fully articulated. The procedure was completed by removing the adaptor with the reload attached through the abdominal wall. A new port was inserted and the procedure completed with a disposable stapler. After the procedure, the fellow attached a new handle. The reload was able to straighten. Reload included was removed from adaptor. They have checked the device by loading a new load and firing the load. There were no issues with firing the load or articulating and rotating. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs shows that the artic motor had stalled in log as described in the reported condition, the resource description framework (rdf) file showed that the motor had little to no movement even though there was a current draw for motor movement. In an attempt to replicate the reported condition, the handle was attached to a representative clamshell, the returned adapter and a representative reload in the articulated position and fired successfully. There was no problems with articulation and the logs were analyzed and there were no abnormal motor movements. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. There is a possibility that the adap ter or reload were obstructed during the procedure, but this cannot be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.